Event description:
Additional information was received that the patient has made a full recovery and the issue has been resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is available. If additional information becomes available the event will be updated at that time.

Event description:
Boston scientific received information that during an echocardiogram a small pericardial effusion was noted. A possible perforation was thought to be the cause of the effusion. The physician planned to continue to perform weekly echocardiogram examinations in order to continue to assess the severity of the situation. At this time no intervention has occurred and the system remains in service. No adverse patient effects were reported.